Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no low battery alert and no motor error alarm noted during test. Motor passed motor test. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address, serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose levels of 414mg/dl and no delivery alarm. The customer¿s blood glucose level was 414mg/dl at the time of the incident. The customer stated that the insulin pump receives no delivery alarm and noticed battery was getting low even though it didn't say low battery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The insulin pump is being replaced and is expected to return for analysis.